Manufacturer narrative:
Good faith efforts to obtain additional information from the facility have not been successful. If additional information is becomes available,a follow-up report will be made. The company continues to monitor the clinical use of airseal ifs and works diligently to ensure product safety.

Event description:
On (B)(6) 2015 , surgiquest inc. Became aware of a report of a patient suffering "unexplained hypoxemia , post surgery and had to go to the ICU. No additional information was received.